Event description:
It was reported that, "the doctor removed the accolade stem due to loosening and proceeded to depuy aml stem. No other information per hospital protocol."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.